Event description:
(B)(6) received information that following the implant of an edwards sapien transcatheter bioprosthetic valve within a pre-existing (B)(6) transcatheter bioprosthetic aortic valve, intermittent complete heart block developed. As result, a bi-ventricular defibrillator was implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).